Event description:
A hospital nurse reported that the coil sheath of a disposable bml-202q lithocrush broke at the proximal end near the handle as a physician attempted to crush a very hard, large stone during a procedure. When a competitor's emergency handle was used unsuccessfully to retrieve the stone and basket, the procedure was discontinued and the patient was taken to surgery for removal of the broken device. The patient recovered without complications.